Event description:
Instrument was returned for repair-reported as "no longer using." When evaluated, it was found to have wire in tip and deploying straight shots.

Manufacturer narrative:
The device was found to be deploying straight shots. This was due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended, maximum number of constructs, as specified in the instructions for use for this product.